Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. Unable to perform functional testing or verify button error alarm due to blank display. No moisture damage was found on the keypad traces or on the motor noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the customer jumped into the pool with the device on. Customer's blood glucose was unknown. Device had a blank display and would not turn on. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.